Manufacturer narrative:
The field service engineer (fse) made general mechanical adjustments for the instrument pipets. He performed a general fluidic-hydraulic overhaul by the installation of a pinch tube, change of sipper suction pipet kit with alignments according to the service manual. High voltage measurement and replacement of high volatage board were also done. He then verified the hydraulics of the measuring cells. Initial blank cell measurement was also performed. Precision and verification tests were performed with acceptable results. On (B)(6) 2021, a new discrepant data was attached to the case. On (B)(6) 2021 at 3:26 pm, ID sample (B)(6) had an initial troponin t hs result of 16.84 pg/ml with a repeat of 4.79 pg/ml. On (B)(6) 2021 at 8:17 am, the sample was rerun for a total of four times. The first result was a flagged result of 49.05. The second result was 7.19 pg/ml. The third result was 5.65 pg/ml. The fourth result was 5.77 pg/ml. Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc and calibration data were within specifications. The alarm trace did not indicate an issue. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs stat assay results for three patients tested on a cobas e411 rack. On (B)(6) 2021 , patient 1 had an initial result of 19.21 pg/ml. The patient's sample was processed for the second time and the result was 38.89 pg/ml. The same sample was processed for the third time and the result was 19.07 pg/ml. The first and second samples were processed in specimen cups and the third sample was processed in a secondary propylene tube. On (B)(6) 2021, patient 2 had an initial result of 30.98 pg/ml. The patient's sample was processed for the second time and the result was 30.51 pg/ml. The same sample was processed for the third time and the result was 61.94 pg/ml. The first and second samples were processed in specimen cups and the third sample was processed in a secondary propylene tube. On (B)(6) 2021, patient 3 had an initial result of 17.98 pg/ml. The patient's sample was processed for the second time and the result was 4.42 pg/ml. The same sample was processed for the third time and the result was 4.30 pg/ml. The first and second samples were processed in secondary propylene tubes and the third sample was processed in a cup. The reporter stated that they would rerun samples whenever they suspect that the results do not match with the clinical or patient history. The questionable results were not reported outside the laboratory. The reagent lot number is 51205000 and the expiration date is on 31-may-2022.